Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket/510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified vessel. A 5.0 x 40, 75 cm mustang balloon catheter was selected for use. During inflation at 10 atmospheres, the balloon ruptured. A damage located at marked point 1cm was noted. The device was replaced, and the procedure was completed a. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. A2 - age at time of event: 76.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. During inflation at 10 atmospheres, the balloon ruptured. A damage located at marked point 1cm was noted. The device was replaced, and the procedure was completed a. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the brachial artery. The balloon ruptured upon first inflation per 20seconds. The balloon was leaking water.